Event description:
The customer reported that she was hospitalized for low blood glucose levels of approximately 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer stated that she is pregnant, and this may have contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.